Manufacturer narrative:
The complaint of product incorporates/allows air passage on item b30183 could not be confirmed by investigation because no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were identified that would have led the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The reported complaint occurred on an unspecified date and involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger. The complaint indicates that the set had air in the filter during the end of the cetuximab infusion, 296ml/hr. There was no report of human harm associated with the reported event.